Event description:
It was reported that during a surgical procedure the surgeon fired the device 6 times. On the seventh firing, the instrument would not open after firing. The surgeon completed the case by suturing and excising the closed instrument off of the tissue. There was no consequence to the pt.